Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va04a8n, implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep reported the previous ins was at zero battery at the time of the surgery. Ins with no power was confirmed at clinic prior to surgery. The rep confirmed the ins was at zero power pre-op when they met with the patient and another family member at the hospital. Hcp reported the patient had surgery in (B)(6) 2016 and was only scheduled for a battery change. Patient was only authorized through insurance for only a battery change, but the rep had the doctor do a complete revision. No patient symptoms reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va04a8n, implanted: (B)(6) 2012, product type: lead. (B)(4) apply to the lead only all other fdd codes apply to the ins only. (B)(4) applies to both ins and lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. The patient reported that they were experiencing urinary retention again, within the two weeks prior to the report. They noted that they did not feel stimulation and they didn't have any falls or trauma that could be related, however, they did have a chiropractic appointment about six months prior to the report. They thought they had been on program 4 at 8.5 v, which is the only program they had tried. The last time they increased stimulation was a couple of months prior to the report. They had an appointment scheduled with a hcp for the week following the report and would bring the programmer with them. On (B)(6) 2016, it was reported by the hcp that the patient was seen on (B)(6) 2016. They noted that they did not have retention, but their battery was almost dead. They noted that a bladder scan showed no retention and a device check showed that there was a low battery. Later ((B)(6) 2016) a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported to a manufacturer representative (rep) that the ins depleted prematurely. There were no external or environmental factors that the rep was aware of that would have contributed to the premature depletion. The rep speculated that the lead placement was not ideal several years ago. This speculation could not be verified because the battery was depleted to the extent that interrogation was not possible. It was determined that the lead and battery would be replaced at the time of the report. The rep indicated that the lead would remain in the patient, but was not connected to the new ins. The reason the lead was left implanted is not known at the time of this report. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.